Manufacturer narrative:
Philips service replaced the defective pdu single phase distribution unit sp and verified system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a defective pdu caused missing 24v dc, making geometry unavailable on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.